Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On date (B)(6) 2022 last mapping was done, where everything was normal, and on (B)(6) 2023 the recipient was seen for an annual mapping where affected channels were found. The recipient was also reported to have a cold. Follow-up testing has been scheduled for the end of (B)(6) 2023.

Event description:
On date (B)(6) 2022 last mapping was done, where everything was normal, on (B)(6) 2023 the recipient was seen for an annual mapping where affected channels were found. No information on possible further steps have been received yet.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information on possible further steps have been received yet.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6) 2022 mapping was carried out and everything was normal, on (B)(6) 2023 the recipient was seen for annual mapping where affected channels were found. The recipient has been re-implanted.